Event description:
It was reported that ventilation stopped while the ventilator was connected to a patient after generating two technical error codes. One indicating disabled valves and the other a communication failure between monitoring and breathing subsystems. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs and an investigation of the returned control printed circuit (pc) board and monitor pc board. Evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the day of the event while on a child patient. The technical error codes indicated disabled valves and a control pc board communication failure with the monitor pc board. Simulated use tests confirmed the reported problem. The fault condition was however, not permanent and it was possible to re-start ventilation. Stress tests were conducted where the control pc board was exposed to mechanical pressure, cooling, and warming. Only once a failure was provoked. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during start-up a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is, that the returned control pc board hardware was faulty and was the cause for the reported failure, but the failing component has not been identified. No signs of a malfunction on the monitor pc board appeared during the investigation.

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.